Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain and "pinching" in her bladder when the neurostimulator stimulation was turned on. It was also reported that the pt had an infection that was treated and resolved. The device was explanted and she now experienced more pain than prior to the initial implant. It was also noted that the pt had an infection that was treated and resolved. The healthcare professional desired to implant another neurostimulator. Additional information was requested.